Manufacturer narrative:
Additional FDA product codes include dqk computer, diagnostic, programmable. Qaq adjunctive predictive cardiovascular indicator. Mud oximeter, tissue saturation. Dxn system, measurement, blood-pressure, non-invasive. Dsb plethysmograph, impedance. Qms adjunctive open loop fluid therapy recommender. Fll thermometer, electronic, clinical. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review was completed and no related non-conformances were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the hemosphere swan ganz module was giving incorrect values. A new module worked as expected. No damage was noted. There was no additional information. There was no patient injury. The device is available for evaluation.

Manufacturer narrative:
One hemosphere swan ganz module was returned for evaluation. The issue of inaccurate values was unable to be replicated. When this module was placed in a known working hemosphere monitor, no values could be obtained due to it causing a fault for ""hardware failure."" No faults were present when a known working board was used. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. The swan ganz mainboard was defective. The failure is consistent with component failure.